Event description:
It was reported that the patient with this inflatable penile prosthesis (ipp) presented with a device that would only inflate halfway for the past two years and was not working properly. A leak was identified in the reservoir. The device was explanted. There were no patient complications reported.